Manufacturer narrative:
Date of surgery/device breakage is not known additional product code: jey. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Facility telephone is not available for reporting without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a facial fracture procedure on an unknown date, the screw heads of two (2) titanium matrixmidface screws broke during final tightening. The broken fragments were removed easily. However, the screw shaft, as well as a portion of the screw heads remain embedded in the patient. A surgical delay of five minutes occured as a result of the removal of the part of the broken screw head. There was no patient harm. Concomitant devices reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) titanium matrixmidface screw self-drilling 6mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Clarified event circumstances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws broke while being tightened by hand with an unknown screwdriver.